Manufacturer narrative:
It was reported that the patient had undergone 2-3 MRI scans after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ it was later reported that the patient underwent the first MRI on january 3, 2016, then additional two more mris on march 8, 2016 and may 15, 2016. It was also later reported that the patient is not experiencing any symptoms of over or underdrainage. The returned valve was patent and met the requirements for siphon testing. However, it did not meet the requirements for reflux, pressure-flow and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ destructive analysis was performed to extract the magnetic rotor from the cassette housing of the device. Using the indicator magnet tool from the strata adjustment kit, it was determined that the polarity of the rotor magnet was reversed. A review of the manufacturing records showed no anomalies. However, since all valves are 100% tested at the time of manufacture, the valve successfully passed pressure/flow testing when manufactured. This indicates that the magnet was polarized correctly at the time of implantation. The reversal in polarity of the magnet occurred after implantation, possibly due to exposure to a large magnetic field. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the valve. MRI systems up to 3.0 tesla may be used any time after implantation and will not damage the valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure using the stratavarius system. It is unknown if the patient was exposed to MRI systems higher than 3.0 tesla.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was reported that the patient had undergone 2-3 MRI scans after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ additional patient/device information: the patient's initials and gender and the device catalog and lot numbers were provided. It was reported the patient is not experiencing any symptoms of over or underdrainage. It was later reported that the patient underwent the first MRI on (B)(6) 2016, then additional two more mris on (B)(6) 2016.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It was reported that the patient had undergone 2-3 MRI scans after implantation of the device. The instructions for use that accompany the device caution that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿

Event description:
It was reported to medtronic neurosurgery that the physician was having trouble adjusting the valve. According to the report, the valve was adjusted to pressure level 1.5 using the adjustment tools. Reportedly, an orthogonal x-ray of the shunt was taken to confirm the reading and the x-ray showed the reading to be 2.5. The report stated that the patient has been discharged and is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.